Manufacturer narrative:
Spatz fgia inc. Has not received the product for evaluation as the physician stated no defect or malfunction of the balloon. The physician reported that the event occurred more than 14 days prior to the report and the patient has since recovered and is currently at home on a liquid diet without further complications. The physician stated that the balloon appeared to have moved into the esophagus during the implantation procedure. He speculated that the extension tube may have been accidentally pulled or tugged, which could have caused the balloon to loosen or detach from the gastroscope. The balloon was not available for return or evaluation, as the patient was taken to emergency surgery, the device was disposed of at the hospital. The patient was discharged in good health. A retraining on implantation procedure steps was recommended. A review of the device labelling notes the following: proper positioning of the spatz3 adjustable balloon system® within the stomach is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or esophageal rupture. The physiological response of the patient to the presence of the spatz3 adjustable balloon system® may vary depending upon the patient's general condition and the level and type of activity. Complication section refers to: esophageal obstruction. Once the balloon has been inflated in the stomach, the balloon could be pushed back into the esophagus. If this occurs, surgery or endoscopic removal could be required. Injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding or even perforation, which could require a surgical correction for control, · injury to teeth, tissue in the oral cavity or throat and upper esophageal sphincter.

Event description:
Esophageal perforation with the use of spatz3 intragastric balloon.